Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. - attachment: [2700040000-2020-8009 rga1592566.pdf].

Event description:
It was reported via medwatch "while administering through the port, leakage was noticed at lower port of the huber needle line. The clave was changed but there was still leakage. Upon closer inspection, a crack was noticed in the lower port of the huber needle set. No lot number available. No leakage prior to this administration. Crack in plastic of lower power."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. - attachment: [(B)(4)]

Event description:
It was reported via medwatch "while administering through the port, leakage was noticed at lower port of the huber needle line. The clave was changed but there was still leakage. Upon closer inspection, a crack was noticed in the lower port of the huber needle set. No lot number available. No leakage prior to this administration. Crack in plastic of lower power."